Event description:
Boston scientific received information that the patient with this pacemaker and another manufacturer's right ventricular lead experienced noise and oversensing due to electromagnetic interference (emi). This resulted in pacing inhibition and asystole for greater than two seconds for this patient. The device was explanted as it only had two years of remaining longevity. The rv lead was also explanted. A new rv lead and device were successfully implanted. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.